Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 and december 12, 2023. H11: the actual device was received for evaluation with fluid in the bladder. Visual inspection noted droplets of fluid on the interior wall of the device. The droplets of fluid were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Changes in humidity and temperature can cause condensation to occur inside a plastic bottle; condensation cannot get into the fluid path as the device has a closed infusion line. A functional leak test was performed by filling the bladder with green color water, then the device was monitored at room temperature until the next day; no evidence of leak was observed. The reported condition was identified as condensation; however, the product met specifications and was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained 14400mg benzylpenicillin (seqirus) diluted in 240ml 0.9% sodium chloride. The leak was observed towards the end of the patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.